Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that at the beginning of an intramuscular injection, the needle detached from the plastic base and remained stuck in the patient's thigh temporarily. Needle was removed without incident. No adverse health outcome resulted from this event.